Event description:
It was reported that the user attempted a supply change on the ilet and received an alert indicating unable to proceed, consistent with a delivery motor communication issue and potential failure to infuse; the user suspected a jam, performed a restart, completed a successful dry run to 120 units, was advised to complete a full supply change, and uses an inset 6 mm infusion set, with the implicated device component identified as the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device problem consistent with failure to infuse associated with signal loss and traced to a circuit board issue. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.